Manufacturer narrative:
(B)(4). Date sent: 3/28/2024. D4: batch # c9e51z. Investigation summary- the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the anvil bent upwards and with one gst60g reload loaded in the device. The reload was received fully fired. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. Device history review- a manufacturing record evaluation was performed for the finished device batch number c9e51z, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 02/26/25. D4: batch #unk. Additional information was requested, and the following was obtained: do you have more info on this complaint? No. Were you in the case? No. Is there photo or video available? No. Can you provide details on how the device was cleaned? No. What is the status of the device return? Available. How was the device removed? The surgeon pulled out the trocar and then pulled out the articulated stapler. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #ech60l, with lot/batch #c9e71c, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy procedure that converted to a roux, it was observed that the stapler misfired on the second firing. The device locked up on the stomach. The surgeon tried the manual override. The override did not work. The stapler was removed from the stomach and a large hole was left. They scoped and the scope came through the hole. They attempted a stitch but it did not look the greatest. They were afraid it would cause a stricture. Seam guard was used with the stapler. Case was converted to a roux. The case was extended by seventy-six minutes. There was no patient consequence reported. Additional information requested.